Manufacturer narrative:
Follow-up submitted to report device evaluation. Information for section a3 was not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.